Event description:
The customer reported that the unit was unable to analyze 12-lead ECG.

Manufacturer narrative:
A philips field service engineer evaluated the unit at the customer site, and confirmed the failure. Replacing the processor pca resolved the issue.